Event description:
The sample was analyzed on the night shift for an activated partial thromboplastin time (aptt) and a value of 21.0 seconds was reported. An asterisk, "*," accompanied the value generated by the analyzed and an error code, "err128," appeared on the analyzer printout with an "early reaction error" message. The pt was given a bolus of heparin because of the low value. Another technologist review the analyzer printout later and contacted technical support in an effort to understand proper handling of a sample with these errors. The tech requested a fresh sample and ran it on the same analyzer; the same errors occurred. The sample was run on a fibrometer a value of greater than 120 seconds was obtained. The ca-1500 system operator's manual (om), chapter 9 - troubleshooting, section 4.5 analysis and data errors, provides the user with error resolution instructions and probable cause. The err128 "early reaction error" is seen when an abnormal reaction is detected at an initial stage of the coagulation. Corrective action is to re-analyze the sample. An "ere 18" message occurred, indicating to the operator two conditions: err002, in which the detected reaction is small and err016 in which turbidity was too high to allow analysis. Corrective action is: "check sample for contaminants; verify delivery of sample and reagent; re-analyze the sample." The err002 indicated that the original result at the 50% coagulation detection can be reported if the repeat value is equivalent to the original. The err016 corrective action states that if re-analysis results in an error message, follow the lab's protocol. The ca series measurement eval and check methods scientific bulletin also addresses the early reaction error 128. The coagulation curve is abnormal. The ere 18 combination indicates that the slope of the coagulation curve at the beginning is high and that the start of coagulation is too early.